Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, on (B)(6) 2011. The user first installed the pad-pak on the (B)(6) 2012 and performed to specification, up to the (B)(6) 2016. During the above period the device records 32 manual power ups mainly under one minute duration. Most these manual power ups occur during the working week. This would most likely indicate that the device was being regularly power cycled. On the (B)(6) 2016, after the date the complaint was recorded, the device failed a self-test during a manual power cycle at this time a significant drop of approximately 6v was observed from the previous successful self-test. Less than a minute later, an increase of approximately 6v was observed and the device was successfully power cycled passing a self-test. The battery monitoring circuitry was verified during the investigation suggesting that the self-test failure may have been due to one of the following possibilities, the pad-pak may have been removed and then not properly seated within the device during the self-test or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation.